Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's most recent transmission from aug 26, 2019, noted that the af burden was at seven percent which it was thought was an error. The af burden trends over the last year had indicated that the patient had spent less than 1 percent of time in af. It is not known why the af burden was so high. The clinician did not indicate any plans to reprogram the device. The patient will continue to be monitored. No patient symptoms were reported.